Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating. Additionally, the pump could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. The pump touch screen was also delayed in responding to presses. The customer continued to use the pump for insulin therapy. No additional patient or event information was provided.